Event description:
The customer reported to philips healthcare that the heartstart mrx does not capture deviation, stating the device intermittently does not recognize electrodes. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted once the investigation is completed.